Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the ift compressed, the suction channel buckled, the junction case leak, the lcb distal cover glass scratched, the bending rubber dirty, the junction case loosened, the ift lump/wave, the light guide cable lump/wave, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).